Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with shield sprang back resulting in a dirty needle stick. "Lab work" was done for the injury.

Manufacturer narrative:
Investigation summary: no sample or picture was return for investigation. Root cause could not be determined as there is no sample returned for investigation. Hub hook breakage and safety shield fall off/ break off test is performed during out-going inspection. DHR review shows there was no quality notification was raised for a similar non ¿ conformance for the past one year. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with shield sprang back resulting in a dirty needle stick. "Lab work" was done for the injury.